Manufacturer narrative:
We have now concluded our investigation for the complaint received. A review of the batch manufacturing records could not be performed as no lot number was provided, however, there are no indications to suggest that the device did not meet specifications upon release into distribution. The complaint history file does contain further instances/ related events of the reported event. The device was used for treatment. The returned underwent a product evaluation. An initial visual inspection did not identify any issues. When fresh batteries were inserted, all indicator lamps were solidly illuminated. This confirmed a relationship between the event and the device. The device entered a non-recoverable error state as the pressure reached a range that is considered to be unsafe. It is unlikely that the device alone could reach this level of negative pressure. The most likely root cause was attributed to user variance via an external pressure source. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Event description:
It was reported that on the 6th day of npwt utilizing a pico7, all indicator lamps illuminated and the pump stopped working. The problem was solved by exchanging the pump. No patient harm. No delay was reported. The lot number is unknown because the package was discarded. The pump will be returned for investigation.